Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device failed to open after firing and became stuck on tissue. The device was removed by placing another clip applier into another port; the tissue was then clipped and cut and the device removed. No adverse consequences reported. Requested the following information but was informed that the information could not be provided.